Event description:
It was reported that the patient received an inappropriate shock. Upon follow up, it was noticed that the lead was picking up a lot of noise and oversensing. High thresholds and high impedance were observed. An apparent lead fracture and improperly inserted lead on connector head was reported. The device remains in use. The lead was partially left, capped, and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.